Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified dark debris with fretting was observed on the conical taper of the femoral stem. The fiber metal mesh was covered in bio debris and dimensional analysis was not performed.. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801804004, cocr femoral head, 62180230. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00639.

Event description:
It was reported that patient underwent a total hip arthroplasty. Subsequently, the patient underwent revision surgery due to loosening of the femoral stem. The patient's cobalt levels were slightly elevated, and the surgeon noticed a small amount of corrosion at the head and neck junction. Therefore, the metallosis/altr protocol was followed. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.